Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and drain pain. On an unreported date in the same months as the onset, the patient was hospitalized for the peritonitis. The patient began treatment with vancomycin (1 to 1.5 gram, daily) ip for peritonitis. On an unreported date in the same month, the patient discontinued the vancomycin therapy. The patient began treatment with unknown antibiotics (dose and frequency not reported) intravenously (IV) for peritonitis. The patient was still hospitalized and the outcome was unknown. The patient discontinued the pd therapies and their pd catheter was removed. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2014. It was reported on an unknown date after peritonitis event, the patient was placed on in center hemodialysis. The patient recovered from the peritonitis event on an unknown date within the same month. On an unknown date in (B)(6) 2014, the patient discontinued hemodialysis therapy and was placed back on peritoneal dialysis therapy. The patient is in the process of being trained to use the homechoice cycler for an expected start date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient was diagnosed with peritonitis. A review of all batch record documents was performed for potentially associated lot numbers h14d27025 and h14e13030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).